Event description:
It was reported that during a procedure, the fiber broke. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. It was initially reported that the fiber broke, however, additional information received clarified that the fiber was just faulty from its first use. A faulty fiber is unlikely to cause patient harm if it was to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a procedure, the fiber was faulty from its first use. The procedure was completed using another fiber without patient complications.